Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right atrial (ra) lead and episodes of post paced t wave oversensing were observed on the device. Reprogramming of the device was performed; however, additional reprogramming was also recommended by technical support. No additional intervention has been performed. The patient was stable and will continue being monitored.